Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. Information was reported that the patient stated her ins needed to be "jumpstarted again". No further complications were reported. No patient symptoms were reported. Additional information received from the manufacturer representative reported that they were meeting with the patient to do a physician recharge mode as they had an alleged overdischarge. The last successful recharge was several months to a year ago because the patient¿s back was feeling good so she wasn¿t using the system and when she tried to charge she had a cord issue that prevented charging for a time. After one physician recharge mode they tried to charge normally and saw an informational power on reset message. The representative was going to work with the patient to do further charging of the implant and clear the power on reset. Additional information was reported that the rep met the patient at their doctor's office and trickle charged the patient's device until her battery was strong enough to display the power on reset (por) screen. The patient continued to charge on her own back at work until the battery was fully charged. The rep met with the patient again at the end of the patient's workday and cleared her por message with their 8840 clinician programmer. The device was functioning normally by 5:00pm est on (B)(6) 2019. The device has been overdischarged two times and the programmer reported there would be a loss of battery life as a result of the overdischarge. The rep spent time retraining the patient on how to properly charge her device and ensured she understood that another overdischarge would result in the end of service of her battery. The overdischarge and por have been resolved. No further information was reported. Additional information was received from the manufacturer representative (rep). It was reported that the patient's best guess for the patient's weight was between 160 and 170 pounds. No further complications were reported/anticipated.